Event description:
Additional information received the ble issue was due to excessive ble communication which resulted in the ICD switching to telemetry lockout mode. The ble issue was resolved by re-interrogating the device. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Date of birth inputted.